Event description:
It was reported by the customer that the "port was accessed with the needle on (B)(6). The break in tubing occurred above the luer lock connection. Long infusion and needle is changed every 7 days. No harm to nursing, no harm to patient but did result in the patient needing to travel back to the hospital and this caused an interruption in their infusion."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.